Event description:
Leaking at insertion site.

Manufacturer narrative:
Although product met in-process and finished device specifications, the factory further investigation minimization of seepage. A needle finishing process was modified to effect less seepage. The needles MFR with this modified process also meet all the original in-process and finished device specifications. Product specifications were not changed.